Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and act buttons due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received button error alarm. It was reported that the customer tried to clear the alarm by pressing act and esc, but it did not work. It was reported that the customer discontinued use of the device and reverted to insulin shots. It was reported that the pump would be replaced and returned for analysis. No further information provided.